Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the emergency room with symptoms of pacemaker syndrome, device back up vvi issue was observed. A device download restoration was performed successfully. Patient was stable.